Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion third party service technician was able to verify the customer's reported issue. The internal battery was replaced and issue was resolved.

Event description:
The customer reported model lap top ventilator 1150 was not holding charge. The internal battery shorted. The customer confirmed there was no patient involvement associated with the reported malfunction.